Manufacturer narrative:
A visual examination of the returned device found the basket tip to have disengaged and the basket/wire assembly was retracted into coil assembly. The guidewire lumen (side-car) presented push-back and the coil assembly outer sheath was buckled near the heat-shrink. Functionally the basket failed to extend due to the sample return condition. A material review was performed and concluded that the material conformed to the manufacturing specifications. The condition of the returned incident device was consistent with the complaint that the tip detached. During device evaluation it was also noted that the guidewire lumen (side-car) presented push-back and the sheath was buckled. The most probable root cause for the event is operational context as excessive force may have been applied to the device due to anatomical or procedural factors along limiting the device performance. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomaly was found. (B)(4).

Manufacturer narrative:
(B)(4):the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during a removal of the bile duct stones procedure performed on (B)(6), 2011. According to the complainant, during procedure, the bile duct stone was crushed using the device, however, while removing the device from the patient, the tip of the device detached. Reportedly the crushed stone could not be removed from the common bile duct and an enbd tube was placed. Another procedure was rescheduled to remove the crushed stone and the detached tip, because the physician was concerned of the possible physical burden to the patient since the procedure was prolonged. The amount by which the procedure was prolonged could not be reported. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatible basket was used during a removal of the bile duct stones procedure performed on (B)(6), 2011. According to the complainant, during procedure, the bile duct stone was crushed using the device, however, while removing the device from the patient, the tip of the device detached. Reportedly the crushed stone could not be removed from the common bile duct and an enbd tube was placed. Another procedure was rescheduled to remove the crushed stone and the detached tip, because the physician was concerned of the possible physical burden to the patient since the procedure was prolonged. The amount by which the procedure was prolonged could not be reported. There were no patient complications reported as a result of this event.